Event description:
It was observed that during device evaluation, the rigid video laparoscope exhibited deep dents on the distal end. There was no patient involvement.

Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the deep dents on the distal end was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.